Manufacturer narrative:
Product analysis :unable to replicate customer concern; functional evaluation with a sample mas found the implant able to be fully engaged into the mas head. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with lumbar spondylolisthesis and "recurrence of degenerative" underwent transforaminal lumbar interbody fusion (2 level). Since patient has spondylolisthesis at l4, it was corrected a little. Intra-op, during final tightening, the set screws at l4 (left) and l5 (right) did not worked and set screws stripped during breaking off. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.